Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Due to a pinhole on the bending section cover rubber the water tightness was lost. The device evaluation found that the connecting tube had coating material peeling (1mmsq or more). Based on the results of the investigation, it is likely that the following led to the malfunction: based on the results of the investigation, physical stress was applied to the insertion section during user handling and caused the coating to peel. Based on the results of the investigation, the definitive root cause could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): the suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: 3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited peeling of the coating in the connecting tube. There were no reports of patient involvement.